Event description:
It was reported there were impedance variations on the atrial lead and it was replaced. At surgery, a fracture was noted, with oversensing and impedance variations with manipulation. The lead subsequently tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed.